Manufacturer narrative:
Event date: (B)(6) 2017 (procedure date) is used since the actual event date is unknown. However, it was reported that the event of pain was first noticed within first two weeks of surgery. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted during advantage fit sling procedure performed on (B)(6) 2017. According to the complainant, within first two weeks after the surgery, the patient suffered from pelvic pain despite the medical management. On (B)(6) 2018, the physician removed the mesh that was placed in the patient. Reportedly, two weeks after the mesh removal, the condition of the patient was stable.